Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until (B)(6) 2011. The device failed on this date due to a low battery. There are multiple events after this date which would indicate the device was switching itself on automatically. The problem with the pad device was attributed to a fault with the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.